Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: can you please clarify what it is you meant by "support material" from the edges released? Did the metal arms of the pouch separate from the device shaft? Or did the pouch bag material separate from the metal arms? Did pouch material (bag) or metal arms fall into the patient? If yes, how was the bag and/or metal arms retrieved? Did issue result in change of procedure or alteration in post-op patient care?

Event description:
It was reported that during an oophorectomy video procedure, the support material from the edges released. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the pouch device found that it was received fully deployed; the bag was still attached to the suture and cinched. The suture was still attached to the device. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.